Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to print to a full-size printer, it was able to do so during testing with no anomalies found. However, upon incoming inspection the stylus was found to be out of calibration. Concomitant medical products: product ID 2067 radiofrequency programmer head. (B)(4).

Event description:
It was reported that the programmer would not print to a full-size printer, that it kept giving a "boot up" error. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that during manufacturer's analysis the programmer tested out of specification, the touch pen stylus was out of calibration.